Manufacturer narrative:
Corrected information provided in e.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2019-52978.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was noted to be covered with scratches, but the physician considered the scratches unobvious and completed the procedure without replacement.